Event description:
It was reported that the right ventricular (rv) lead had high impedance on the superior vena cava (svc) coil and svc coil fracture was suspected. Visible noise was noted on the ventricular electrogram (vegm) when the lead was tested through the analyzer. The svc coil was capped and a pin-plug was placed in the svc port of the device. The rest of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed high impedance on the superior vena cava (svc) coil. Also noted were two patient alerts for out of range lead impedance on (B)(4) 2011. Weekly high voltage lead trend data show various spike increases for the svc defibrillation impedance from 69 to 7368 ohms peak between (B)(4) 2011 and (B)(4) 2013. (B)(4) implantable cardioverter defibrillator 2008 (B)(6); 5076 implantable pacing lead 2004 (B)(6); 4193 implantable pacing lead 2004 (B)(6). (B)(4).